Manufacturer narrative:
(B)(4). D10: cat# 010000926, lot# 7259441 g7 hi-wall e1 liner 32mm d. G2: foreign - event occurred in new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately two years later due to cup loosening and a fractured screw. It was reported that no further information could be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. Visual examination of the provided pictures identified explanted devices, bio-debris present, but cannot be used to confirm the reported event. Devices not returned, further analysis cannot be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the initial visit shows increased inclination of the acetabular cup. The second visit shows progressive increase in vertical orientation of the acetabular cup with acetabular screw fracture and gross change in alignment from the prior image, consistent with loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.